Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 20 mg/dl. Bg cause was not known. Customer received assistance from paramedics and subsequently transported to the emergency room (ER). Customer was treated with intravenous glucose to address bg. Customer was released from the ER in stable condition and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.